Event description:
It was reported that for the past 2 to 3 weeks, the patient was experiencing uncomfortable stimulation over the implantable neurostimulator (ins) location. The patient reported a fall in the past few weeks but the fall only hurt her knee and the patient did not think it impacted her ins. It was recommended to reprogram to address stimulation needs. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3093 lot # v234233 implanted: (B)(6) 2009 explanted: unk; patient programmer model 3037 serial # (B)(4) implanted: na explanted: na.

Event description:
Additional information received reported the patient received assistance from her physician and/or manufacturer representative and her concerns were resolved. The patient had an appointment on (B)(6) 2012.